Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged, and the handle was discolored. The comb was replaced, and the handle was cleaned and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed or additional information is received, a follow-up/final report will be submitted.

Event description:
It was reported that this device was returned for annual/preventative maintenance and needed repair due to a damaged comb and contaminated handle. Cleaning was needed. No adverse events have been reported as a result of this malfunction. Due diligence is in progress for this complaint; to date, no additional information has been received.